Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of having high blood glucose of 400 to 500mg/dl and a loose drive support cap. Customer treated with a bolus. Troubleshooting found that the customer woke up with high blood glucose one day and their doctor recently changed the pump basal settings. Customer indicated that they do not have time to troubleshoot and are requesting a replacement pump. Customer was also advised that the device would be replaced. No further details given.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case near the display window corners and minor scratches on the display window noted. The drive support cap was inspected and no anomaly was noted. Unable to confirm broken belt clip due to the belt clip was not returned with the insulin pump.